Event description:
Initial codman ventriculostomy catheter, zero reference number 514, was placed on 1/31 and replaced on 2/2/98 due to poor quality waveform and lack of ventricular drainage. Second codman provided improved quality of waveform initially, then decreased drainage and poor wave form. On 2/8 icp's ranges from -30 to +75. Ventriculostomy documented as "non-functional." 2/9, csf drainage noted from blue screw end cap. On 2/9 replaced ventriculostomy again. Zero reference nmber 505. Good wave form initially, then numbers increased to 70's. Did brain flow-no flow seen.